Event description:
First time using alarm. Too hot to operate safely. Very hot and smelling of burning from the inside. Unable to touch it. Child can't wear alarm. Appears to be defective. FDA safety report ID # (B)(4).